Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported the string on a tampon was too short therefore she was unable to remove the pledget using the string. She was able to manually remove the pledget with assistance. After removal consumer alleged the string was too short and wrapped around the pledget. Consumer reported this happened on a second occasion and she was able to remove the pledget herself. She did not experience any adverse health affects and did not seek medical attention.